Event description:
It was reported the pt experienced urinary retention following permanent scs implant. The pt was hospitalized overnight for observation and given a catheter. Further f/u identified the pt's symptoms have completely resolved with normal bladder function and he reports effective stimulation coverage. The urologist believes the symptoms were due to the anesthesia and were not device related.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.